Manufacturer narrative:
H4: the device was manufactured from may 18, 2021 - may 18, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a large volume infusor came off which resulted in a leak of an unspecified drug. This was observed during injection of the drug during preparation. There was no patient involvement. No additional information is available.